Event description:
Nurse reports the white plastic cover broke off, when removing used needle from insulin pen after injection. Nurse was stuck with exposed needle.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Complaint history review conducted on lot number reported (8150878) yielded no other complaints recorded against the lot. Will continue to monitor on monthly trend reports.